Event description:
It was reported that during failure analysis of a motor controller (mc) board the ventilator was in an inoperative condition with error code 3.3 volt supply failed. The device was not being used for treatment when the reported event occurred. The motor controller (mc) board was tested. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to an overvoltage event on the 12 volt over voltage protection (ovp) net resulting in damage to the u17 component in the board.